Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. Per the consumer, they had problems with the ins since implant. Several representative had tried to ¿tweek/adjust it¿ but they could never get it right and it was not helping the patient. The consumer stated that the stimulator was supposed to help the patient¿s back but it did not. When the patient got it up high enough, it draws on their stomach muscles where they almost want to puke. This had been occurring since implant. Per the consumer, the hcp thought they might try high frequency programming to see if it would help. The stimulator was not helping. A representative was seen for this issue straight out at the follow-up visit from the implant in 2013. It was noted that when the implant was still working the patient had seen a representative who had told the consumer that they had attempted all they could with programming. Per the consumer, the health care provider (hcp) was thinking of replacing the ins and leaving the lead in. No further complications were reported.